Event description:
It was reported that during a lav colectomy procedure, the device knife deployed but the staples did not form.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.